Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was intermittent. It was noted the ventricular capture management weekly trend data showed threshold gradually rising, with measurements varying from 1.25v up to 2.5v with intermittent measurements of > 2.5v prior to capture management being reprogrammed of on (B)(6) 2015. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) battery longevity was decreasing fast and the right ventricular (rv) lead showed variable thresholds, along with a gradual increase in threshold measurements. The ipg was reprogrammed and the rv lead outputs were increased. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.